Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found, that the allegation that the front panel indicators were flickering was confirmed, due to a faulty control board and turret. Another reportable malfunction of an e200 error code message occurred, occasionally, due to a faulty control board and a turret was also identified. An additional, issue with the deteriorated scope socket was identified, during the device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, it is likely, that the e200 error code message and the indicator on the front panel flickering were, due to the failure of the control board and turret components. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the visera elite xenon light source had a flickering front panel. The issue was found during reprocessing prior to a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.